Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error code at power up. A power cycle successfully cleared the error. The programmer will not be returned at this time. There was no patient involvement.